Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2014; 419478, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that threshold measurements on the right ventricular (rv) lead post-operatively rose into a high range due to dislodgement. During the procedure to revise the rv lead, the right atrial (ra) lead also dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.